Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when valve was received was 60mmh2o. The 790mm of abdominal catheter that was returned for investigation was visually inspected, no defects were noted. The 790mm of abdominal catheter was irrigated, no occlusion was noted. The 790mm of abdominal catheter was leak tested, no leaks were noted. Review of the history device records confirmed the valve product code 82-3146, with lot ctccwc, conformed to the specifications when released to stock in 14th april 2015. No root cause could be determined as no defects were noted with the 790mm of abdominal catheter. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The device was implanted via v-p shunt to a patient with nph after sah ((B)(6)-year-old female) about 2 months ago. Since the patient's condition did not improve (headache, nausea) after implantation, the surgeon conducted contrast radiography and confirmed the leakage from the abdominal catheter. The device was replaced with ns9008 at 200mmh2o on (B)(6) 2015, and the patient is currently being followed.